Event description:
Fluid from a pressure line dripped on to the light source, causing sparks and popping sounds. Circuit breaker blew and the box was taken out of service and given to biomed. Biomed checked out the device and returned it to service. It is in the managers office.